Event description:
Subsequent information indicates that the patient was seen for a lead revision procedure were the lead was surgically abandoned and replaced. It was reported that the lead was observed to have been fractured under fluoroscopy. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this left ventricular lead displayed high, out of range pace impedance measurements and increased thresholds. There was no capture at maximum output. The local boston scientific field representative (fr) indicated that the patient had known of their lead issue and had previously had the lead revised. The fr did not have any further information regarding the original revision. The patient indicated they did not want to undergo another lead revision. No changes were made to the system. There were no adverse patient effects reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.